Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 there was no resistance when depressing the plunger and no fluid came out of the port onto the scope. They refilled the syringe and tried again with the same result. They attempted to pull back the plunger while it was still attached to the blue line and it pulled back without resistance. They then noticed that fluid had been leaking out of the handle itself and removed the cannula, replacing it with a second cannula to complete the case. There was a short delay, there was no patient harm.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d8, g3, g6, h2, h3, h6, h11. Corrected section: d4 UDI# the device was returned to the factory for evaluation on 06/27/2024. An investigation was conducted on 07/11/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting jaws or heater wire. There were no visual defects observed on the intact cannula or intact c-ring. A syringe with water was attached to the scope wash tube. The water didnt come out the scope wash tube, instead it flowed out of the cannula handle. No other visual defects were observed. An engineer evaluation was conducted on 08/19/2024. The complaint was confirmed for no flow. A syringe filled with water was connected to the scope wash tubing valve. The plunger on the syringe was depressed but no fluid came out of the c-ring nozzle hole. Fluid was observed coming out of the cannula handle. The cannula subassembly was disassembled. Upon closer investigation it was observed that the scope wash tube was fractured at the junction where the scope wash tube is inserted into the scope wash tube with valve. A failure re-recreation was conducted to determine the root cause of the reported failure. To replicate this failure, engineering inserted an endoscope and a tool into a sample cannula. The cannula was then opened and bound to allow engineering to view what might make contact with the scope wash tube upon insertion. It was observed that the endoscope has opportunity to contact the scope wash tube junction. Specifically, when the endoscope is inserted at an extreme angle in which the endoscope cannula assembly are concave in the direction of the cannula screws. The cannula was then reassembled, and the endoscope vigorously inserted and removed at the angle described above. Detritus was noted on the endoscope and thought to be scrapings from the scope wash tube and/or gasket. The cannula was disassembled to observe any damage. Scoring was noted on the scope wash tube and the surrounding plastic, but no leak was present when tested with a 5ml syringe. This process was repeated several times. The cannula was then partially disassembled and clamped to bound endoscope movement as if the cannula was fully assembled. In this disassembled state, the endoscope tip and the scope wash tube junction could be observed, and the engineer could work to increase the contact/impact between the endoscope tip and said junction. Even when the junction was caught significantly, the junction was simply pushed into the flexible gasket, or the scope simply slipped off (maybe imparting some mild scoring). The endoscope tip¿s range of motion did not allow for the rigid tubing to be flexed sufficiently to cause breakage. In an attempt to increase purchase of the endoscope tip on the scope wash tubes, the scope wash tube was pulled further out of the cannula to expose more of the rigid tubing. However, this seemed to move it further out of the endoscope tip¿s way. Contact was not able to be made. Engineering then forced more of the external scope wash tubing into the cannula such that it spooled near the junction. This allowed the endoscope tip to ¿grab¿ the flexible scope wash tube and ram rod it beyond the gasket into the cannula. This created significant stress on the junction, but the endoscope eventually slipped off. The tubing was pulled out and tested for leaks. There were none. This second process of spooling in the cannula was repeated, and the tubing sheared. The endoscope caught the tubbing and forced it into the cannula as before, but it ¿sprang loose¿. This was the sensation of the tubing breaking near the junction of stiff and flexible tubing. Upon comparison of this failure and the failure described in the complaint, they were not determined to be identical failure modes. No spooling was noted in the complaint device, the tubing retained a circular/open shape, and no kinking/bending was evident. This failure was only able to be replicated by cutting the ridged tubing with a blade and pulling the tubing apart. The tubing then retained its round structure and tore along the cut. Based on the returned condition of the device as well as the evaluation results, the reported failure "low flow/no flow" was confirmed. A failure recreation attempt was conducted. Getinge engineering (engineering) was tasked with attempting to recreate the failure that resulted in the fracture of the stiff scope wash tube at the bonded joint junction of the flexible and stiff scope wash tubes (scope wash tube junction) in an hp2 device described in complaint (B)(4). Said failure resulted in the reported failure mode ¿no flow, device code-2991¿. To replicate this failure, engineering inserted an endoscope and a tool into a sample cannula. The cannula was then opened and bound to allow engineering to view what might make contact with the scope wash tube upon insertion. It was observed that the endoscope has opportunity to contact the scope wash tube junction. Specifically, when the endoscope is inserted at an extreme angle in which the endoscope cannula assembly are concave in the direction of the cannula screws. The cannula was then reassembled, and the endoscope vigorously inserted and removed at the angle described above. Detritus was noted on the endoscope and thought to be scrapings from the scope wash tube and/or gasket. The cannula was disassembled to observe any damage. Scoring was noted on the scope wash tube and the surrounding plastic, but no leak was present when tested with a 5ml syringe. This process was repeated several times. The cannula was then partially disassembled and clamped to bound endoscope movement as if the cannula was fully assembled. In this disassembled state, the endoscope tip and the scope wash tube junction could be observed, and the engineer could work to increase the contact/impact between the endoscope tip and said junction. Even when the junction was caught significantly, the junction was simply pushed into the flexible gasket, or the scope simply slipped off (maybe imparting some mild scoring). The endoscope tip¿s range of motion did not allow for the rigid tubing to be flexed sufficiently to cause breakage. In an attempt to increase purchase of the endoscope tip on the scope wash tubes, the scope wash tube was pulled further out of the cannula to expose more of the rigid tubing. However, this seemed to move it further out of the endoscope tip¿s way. Contact was not able to be made. Engineering then forced more of the external scope wash tubing into the cannula such that it spooled near the junction. This allowed the endoscope tip to ¿grab¿ the flexible scope wash tube and ram rod it beyond the gasket into the cannula. This created significant stress on the junction, but the endoscope eventually slipped off. The tubing was pulled out and tested for leaks. There were none. This second process of spooling in the cannula was repeated, and the tubing sheared. The endoscope caught the tubbing and forced it into the cannula as before, but it (the endoscope) ¿sprang loose¿. This was the sensation of the tubing breaking near the junction of stiff and flexible tubing. Upon comparison of this failure and the failure described in the complaint, they were not determined to be identical failure modes. No spooling was noted in the complaint device, the tubing retained a circular/open shape, and no kinking/bending was evident. This failure was only able to be replicated by cutting the rigid tubing with a blade and pulling the tubing apart. The tubing then retained its round structure and tore along the cut. This case was replicated by engineering on both the flexible tube side and the rigid tube side of the junction. Hp2 devices were disassembled and the tubing were cut approximately halfway (or more) with a sharp blade. The devices were then reassembled. It had been noted that a test is performed prior to release of the device in which air is pushed through the scope wash tubing to verify functionality of the scope wash. The cut devices and an undamaged device were tested using this method. All three conditions passed. All three were further tested by pushing water through the scope wash tubing. When water was pushed through the scope wash tubing, both cut devices were observed to leak water out of the handle. The uncut device did not leak. All three conditions were then subjected to the air test again. All three passed. The air test set up is depicted in figure 10. It should be noted that manufacturing suggested the damage to the tubing likely would have been noted during the assembly process, and once assembled, subsequent opportunities for damage on the floor are limited. After creating a very similar failure through the aforementioned process, pictures of the complaint device were reexamined to ensure consistency between the complaint device and the recreation devices. The tubing appears as if it was crushed and reopened (¿chewed¿). Attempts to recreate this involved crushing and reopening the end of a tube, as well a puncturing tubing and the tearing the two halves apart. This suggests an unlikely confluence of events, including crushing the tubing, puncturing it, then pulling the tubing so it fully tears. Based on the failure recreation results, the reported failure "low flow/no flow" was confirmed. Manufacturing engineering¿s summary of the investigation activities performed to determine the root cause for onetrack complaint #(B)(4), that was returned for the reported failure of ¿no flow¿ is as follows: walkthrough of manufacturing process a walkthrough of the evh cannula manufacturing line was performed to identify any potential manufacturing step where the tube can potentially fail in the manner in which it did. Observation was performed on the wire bending manufacturing step because that is where the scope wash tube/proximal tube is inserted into the scope wash tube with valve. The scope wash tube is first flared. Then the operator slides the flared end of the scope wash tubing onto the proximal tube until the opening of the tube is covered by the scope wash tubing as shown in figure 1. Subsequently a bead of adhesive is applied completely around the joint between the proximal tube and the scope washing tube per work instruction. The adhesive is then uv cured. The tubing sits against the main seal as shown in figure 2. It was determined that a manufacturing step could not have caused the tube to break as it did with complaint (B)(4). Attempting to recreate the tube break. An attempt was made to physically pull the scope wash tubing from the evh cannula. This resulted in the scope wash tubing and the proximal tube coming out of the evh cannula with no breakage in either tube. Next, the proximal tube and scope wash tube junction was subjected to instron testing to determine the peak tensile strength of that joint. The joint failed at the junction between the proximal tube and the scope wash tubing but only after being subjected to a mean value of 10.814 lbf. The data values can be found in table 1 below. Table 1 part no peak tensile strength (lbf) 1 10.9, 2 9.8, 3 11.5, 4 10.9, 5 9.7, 6 11.9, 7 11.8, 8 9.9, 9 12.4, 10 10.2, 11 8.3, 12 12.6, 13 11.7, 14 9.8. Lastly, it was determined to attempt to introduce a kink in the proximal tube by bending it. Bending the tube upwards and then downwards was considered one (1) cycle. All 20 proximal tubes failed by breaking at the point where the kink was introduced. The failure point of the proximal tube appeared flat and almost closed off on the edges. The failed tube of complaint (B)(4) does not resemble the attempt to recreate the failure mode. Conclusion the investigation activities performed by manufacturing engineering on may 23, 2025, were not able to definitively determine the root cause of the reported failure ¿no flow¿. The activities which included observation of the manufacturing process and attempting to recreate the failure mode resulted in not being able to determine the source or the mode in which the failure occurred. The lot # 3000389279 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "4580" to "4582" h6--medical device ¿ problem code corrected from "2183" to "2991."